Manufacturer narrative:
The UDI number and the following sections were updated : type of investigation. Investigation findings. Investigation conclusion. 2 of 3.

Event description:
Customer alleged that 3 safety knives were received with the safety shields retracted.